Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. During visual inspection, the balloon catheter shaft was found to be slightly wrinkled along its length. The balloon was examined under magnification and it was observed that the balloon was found conforming to its specifications. During function testing, device was prepped per device direction for use (dfu) for balloon inflation testing. Attempts were made to inflate the balloon with encore inflation device. The balloon inflated and deflated; however, the balloon was inflating to one side more than the other. It was not inflating equally around the shaft. The found balloon asymmetry/ balloon incorrect dimension appeared to be potentially manufacturing related and the manufacturer continues to investigate the matter. Based on the information provided and investigation the reported issue of balloon slow deflation was not confirmed. Therefore, the event no longer meets the requirement of the reportable event for the device in question. The awareness date for this new information is (B)(6) 2017. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the preparation the balloon was deflating slowly. No patient was impact.

Event description:
It was reported that during the preparation the balloon was deflating slowly. No patient was impact.